Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: a visual inspection of the plate shows the part is broken into two pieces. The break runs across the combi-slot at hole d. Marks and scratches are present on top and bottom surfaces of the plate. The part¿s raw material was verified and found to be conforming. The returned part was inspected for wall thickness at combi-slot holes a and g and found to be conforming. The part was then inspected for combi-slot width from holes a thru g. Holes were found to be conforming except for combi-slot hole d (as the break runs thru this hole). Combi-slot ball depth was then checked from holes a thru g. All holes were found to be conforming except for combi-slot hole d (again, as the break runs thru this hole). All features that were obtainable and could be measured during the investigation passed inspection with the exception of hole d (as this was the area of breakage). No manufacturing-related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device malfunctioned. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 10/17/2014, part #: 04.211.028, lot#: 7825147 (non-sterile) - 3.5mm ti lcp sup ant clavicle plate 7h/rt/110mm. Quantity 60. Lot was release to the warehouse on 10/17/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the initial surgery was performed for clavicle diaphysis fracture and the reported plate was applied for it on the surgical operation on (B)(6) 2015. Approximately two months after the surgery, the patient had felt a foreign substance in the surgical area of the body. Besides, a prominent surface on the area was confirmed by sight. Then, x-ray was applied and revealed that the breakage of the reported plate and the fractured part was migrated again. Therefore, the re-surgery was conducted on (B)(6) 2015. No surgical delay was reported for the re-surgery. Patient is male and (B)(6). This report is 1 of 1 for (B)(4).